Event description:
During the transfemoral tavr procedure, an iliac rupture occurred during device retrieval. Three covered stents were placed to repair the rupture. Initially, under fluoro wire position was confirmed in the left ventricle when beginning to align the balloon catheter into the 26mm sapien xt valve. The balloon was pulled back into the valve with no resistance and the fine adjustment wheel was used to place marker beads at the proximal and distal ends of the sapien xt. As the physician was then preparing to advance the delivery system up the descending aorta it was noticed that the distal end of the wire was no longer in the left ventricle. Multiple maneuvers were attempted to re-cross the aortic valve with the existing wire, with a modified bend, and with an entirely new amplatz super stiff wire, with no success. The decision was made to remove the delivery system, valve, and sheath as one unit from the femoral artery. While attempting to remove the system resistance was felt at the level of the iliac artery. The full system was removed but the sapien valve dislodged from the balloon and remained in the external iliac artery. At this point the patient was experiencing profound hypotension and iliac rupture was suspected. Multiple units of blood and pressors were administered. The patient was also intubated and CPR was initiated. An iliac occlusion balloon was advanced to the level of the right common iliac and inflated. When opacifying the iliac artery, a significant rupture was noted extending from the common iliac artery to the external iliac artery. Atrium icast covered stents x 3 were deployed in the common iliac to the distal external iliac. The distal covered stent was deployed inside the sapien thv and the sapien thv was compressed into the external iliac wall. After the rupture was repaired the patient was assessed without the life saving measures and it was felt that the patient would not recover. Life saving measures were withdrawn and the patient expired in the procedure room. Regarding the root cause, the wire position within the left ventricle was lost which lead to removal of the system in its entirety and subsequently an iliac rupture ensued during removal. The withdrawal difficulty was felt when trying to pull the delivery system into the sheath and when coming through the patient¿s anatomy. The rupture appeared large in area and would be difficult to identify the exact location and possible calcium at the point of the rupture. The patient¿s minimum luminal diameter (mld) was 7.7mm, with mild calcification and moderate tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards ¿vascular complications¿, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. There are cases where the valve could move on the balloon while the device is being advanced through the vasculature. This could be due to heavily calcification or tortuosity. The valve is visible under fluoro; however, there are instances where the valve may need to be placed in a non-target location or require surgical intervention for removal. The minimum required vessel diameter (mld) required for the 18f esheath is 6.5mm. In this case, the patient¿s mld was 7.7mm. The exact cause and timing of the rupture cannot be confirmed. It is possible that the patient¿s access vessels moderate tortuosity and mild calcification could have contributed to the event during the removal of the sheath, delivery system, and valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.